Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went swimming with the pump. The pump declared multiple temperature alarms while the customer was not charging and while charging the pump. Reportedly, the pump was not exposed to extreme temperatures and the alarms continued to occur. Customer's blood glucose was ranged from 90-215 mg/dl. The customer reverted to manual injections for insulin therapy.